Event description:
Same case as MFR# 2134265-2010-00786. It was reported that during percutaneous coronary intervention procedure a balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex (cx). A 2.50x12mm apex balloon was advanced to the lesion for predilation. The balloon was inflated three times to 6atms for 15 seconds and on the fourth inflation the balloon ruptured at 12atms. The balloon was successfully removed from the patient and a 2.50x20mm apex balloon was advanced to the cx. The balloon was inflated to 14atms and ruptured on the first inflation. The balloon was removed from the patient and a 2.75x18mm promus stent was advanced to the lesion. The promus stent was successfully deployed in the lesion; however, after deployment the stent delivery balloon ruptured at 14atms while it was still on the first inflation. The device was successfully removed from the patient and the procedure was completed at this point. No patient complications were reported with the patient's current condition listed as "okay".

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis for the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).